Event description:
Related manufacturer reference number: 1627487-2022-06705. It was reported the patient's system was autoreducing and experienced ineffective therapy with their cervical system. Lead diagnostics indicated high impedances on the penta lead. Additionally, patient experienced pain at the ipg site. As a result, surgical intervention occurred wherein the lead and ipg was explanted and replaced to address the issue. Ipg was relocated to a new pocket site.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.